Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer passed away on (B)(6) 2015. Reportedly, the customer had a seizure and was not connected to the pump at the timf of death. The customer's blood glucose level at the time of the seizure was approximately 187 mg/dl.